Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac arrest and cardiac tamponade requiring a pericardiocentesis. It was reported that in the af procedure, left atrium graph (lag) was performed after brockenbrough, and la point-by-point merge was performed using the thermocool® smart touch® sf bi-directional navigation catheter. Then, blood pressure decreased, and when the ventricle was checked with the soundstar, there was an effusion. Therefore, drainage was performed, but blood continued to be drawn, so cell saver was connected. Since blood continued to recur and the heart movement became weak, cardiac massage was performed. Percutaneous cardiopulmonary support (pcps) was connected. After that, medical treatment was performed for about 3 hours and a half including blood transfusion and administration of fresh frozen plasma (ffp), and the patient¿s condition became stable, so only left pulmonary vein (lpv) was isolated. After that, the patient returned to the intensive care unit (ICU). Timing when complaints occurred was 1 hour after the patient entered to the room. Drainage, pcps, and blood transfusion were performed. Atrial septal puncture was performed by rf needle. Ablation was not performed before pericardial effusion was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting: 5ml for both pre and post. The physician's opinions on the relationship between the event and the product was that the timing of occurrence of the adverse event was unknown. There were no abnormalities observed prior to and during use of the product. The patient¿s outcome from the adverse event was reported as improved. The event occurred during the mapping phase. Force visualization features were used was dashboard and vector. Additional filter used with the visitag was force over time (fot). Color options were used prospectively was tag index.

Manufacturer narrative:
Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30934226l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 27-feb-2023, additional information was received indicating the physician's opinions on the cause of the adverse event was the procedure. The patient required extended hospitalization because of the adverse event because percutaneous cardiopulmonary support (pcps) was inserted. The correct catheter settings were selected on the smartablate generator and the pump flow setting was normally controlled by the smartablate generator. No error messages observed on biosense webster equipment during the procedure. Visitag module was used, parameters for stability was range: 3 mm, time: 3 sec, force over time (fot) 25% and tag size: 2 mm. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).